Manufacturer narrative:
Product complaint # (B)(4). Investigation summary evaluation of the returned device/packaging components confirmed the integrity of the blister seal appeared compromised, however the seal of in inner pouch packaging remained intact, therefore sterility of the product was not breached. Based on the complaint investigation, there is no impact on the sterility of the unit or the integrity of sterile barrier. The analysis of this device does not highlighted any manufacturing related defect and the need of corrective actions is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a review was completed of the device history record (DHR) and operations management system (oms). Product code 151820035, work order 9750069 was manufactured on 06-apr-2021. All raw materials met specification. 35 parts were manufactured to specification. There was no scrap associated with this lot. There were no non-conformances associated with this lot. There was no material reprocessing reports (mrr) associated with this lot.

Event description:
Additional information received indicated that the patient was not affected by the implant deficiency.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on tuesday (B)(6) 2021, while the circulating nurse was trying to open a 35mm dome patella implant. The implants film of the packaging did not peel properly. Due to the defect of the implants packaging film not peeling properly, the implant was deemed to be. Contaminated and therefore wasted. Doe: (B)(6) 2021. Right knee.